Event description:
On march 17, 2009, the lay-user/rptr contacted lifescan alleging that a one touch ultra meter would not power on. The rptr indicated that the alleged meter issue started around the month prior. According to the rptr, the pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. A week later, the pt was reportedly hospitalized for chest pain. His blood glucose was tested in the hospital on an unspecified date/time. It is not known what result(s) were obtained. However, the pt's blood glucose was reportedly high and he was treated with insulin (unk type and dosages). It would have been helpful to know the following information: the pt's testing frequency, his medication and diabetes management regimens, what symptoms the pt had, when the symptoms developed, what his last blood glucose level was before the alleged meter issue began, and when the last result was obtained. In addition, it would have been helpful to know what actions the pt took before and after developing the symptoms, what blood glucose results the hospital obtained, what his hospital diagnosis was, and if the pt modified his diabetes management regimen after the alleged meter issue began. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the rptr claimed that the pt was hospitalized and received insulin treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.